Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the cause for the failure was isolated to an open pulse wire between the front therapy electrode (te) and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the te's were non-functional.